Event description:
Trouble accessing the port occurred in patient¿s room. Provider ordered floro to check patency where port was discovered to be fractured. Port had never been used prior to the attempt to access on [date redacted]. Patient had to have another port placed. Port was placed at this hospital on [date redacted] - approximately one month earlier.